Event description:
It was reported the patient had a revision of the implantable neurostimulator. The reason for the revision was unknown. The patient began to have problems with the lead. The patient was feeling sensation at very low settings (e.g.: 0.7v and 0.4v) and even with decreased resolution. The patient had a lead revision and was in the health care professional (hcp) office for post-op check and the patient reported stimulation down the leg and foot along with nerve pain. The hcp reprogrammed the patient to c+, 3-, 1.0v, 60pw, 17-20 hz. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889blue_lead, product typ lead. (B)(4).